Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had a scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 565 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose level. The customer did experienced symptoms of high blood glucose value such as nausea and vomiting. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the high blood glucose event. The insulin pump will be returned for analysis.